Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 48225 and recommended replacing the endoscope. The fse also replaced the endoscope controller (ec) as a precaution, although it was not the cause of the error. The system was then tested and verified for use. Isi received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. A vision problem was detected. The functional testing failed as there was a camera sensor failure. Isi also received the endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to replicate the customer reported complaint, however the event was confirmed via the system logs. The ec was installed and tested on the printed circuit assembly (pca) test system. The system started without error, and a good image in both eyes. The scope was plugged and unplugged multiple times in an attempt to reproduce the recognition issue, however there were no abnormalities. 30x power cycles were ran with this unit, and all passed. The ec remained in the test for 2 hours while testing other parts, and it performed without any error. When reviewing the remote error logs at the site, there were 193 instances error 48221, a communication error between the endoscope and ec.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system did not recognize the camera. After the operating room (or) team encountered an error message on the vision side cart (vsc), the or team cleaned the connector with alcohol and reseated the connector; however, the issue persisted. A backup camera was not available in the or, it was decided to covert the robotic surgery to laparoscopic surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs after the procedure, and noted a recurring error 48225, pointing to an issue with the camera. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred at the beginning of the procedure when connecting the 8mm endoscope. As a result of the issue, the site indicated a delay of approximately 60 minutes incurred. The surgery was completed with a thoracotomy. There was no reported patient injury.